Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose which was 49 mg/dl. Customer stated they did not had food. The customer declined to trouble shoot. It was unknown whether automode feature at the time of event was active. The insulin pump will not be returned for further analysis.